Event description:
The client reported having an unconscious pt admitted to the emergency room with a pcx meter reading of 99 mg/dl at 13:07. At 13;50, the lab got a reading of 22 mg/dl. Treatment of dextrose was not admin until 14:30, due to the pcx meter reading. The paramedics go a reading of 90 mg/dl on their hcp meter prior to the pcx reading. It is unk if proper technique was used to obtain the pcx meter reading, and if the lab sample was obtained within 30 mins of the pcx meter sample. Additionally, the client tested the suspected pcx meter against another pcx meter and the lab instrument the following day with accurate results.